Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the samples and photographs submitted for evaluation. Bd received two units without their needle assemblies and seven photos. Upon inspection of the customer photos, it was observed that leakage was visible beyond the secondary septum confirming the reported defect. Upon visual inspection of the devices, it was found that dried media was present on the back of the secondary septum. A leak test was performed but no leakage was observed. Microscopic inspection and dissection of the unit was performed. It was found that the sides of canisters in both units were damaged and the primary septum was not seated correctly. This could be evidence that a secondary fluid path was created, allowing leakage to occur. The secondary septum was inspected and no damage was observed. Although the defect of leakage at septum could be confirmed based of the received photos and most likely linked to manufacturing, a specific root cause could not be determined as the defect could not be recreated despite observed component damage. During the visual examination of the provided photos, it was observed that the needle was fully retracted but had not separated from the winged adapter. Upon complete retraction of the needle, decoupling requires additional force to separate or pull the tip shield away from the winged adapter. Microscopic investigation of the winged adapter was performed and no damaged was observed that would interfere with needle decoupling. As the needle assemblies were not received, a full investigation could not be conducted and the reported defect could not be confirmed. The DHR for lot 0107575 has been reviewed. One potentially related qn¿s was found. Qn#¿s (B)(4). Other text : see h.1.

Event description:
It was reported that nexiva 18 ga x 1-1/4 in single port leaked blood on 6 occasions. The following information was provided by the initial reporter: there was blood leakage at the septum. The needle was stuck and couldn't be removed.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that nexiva 18 ga x 1-1/4 in single port leaked blood on 6 occasions. The following information was provided by the initial reporter: there was blood leakage at the septum. The needle was stuck and couldn't be removed.